Event description:
Additional information was received that per the ancillary and adjunctive device case report form (crf), there were no additional de vices used to assist in device opening. Per corelab review of the index procedure imaging, corelab reported proximal end was not completely open and wall apposition was not achieved. Site was queried to confirm and pi disagreed with corelab, responding ¿it was probably due to the artery caliber difference in the cavernous segment and tortuosity, not a problem with device opening¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a patient was treated with a pipeline device. Per corelab (cl) rating of the index procedure imaging performed on 2019-nov-22, 'proximal end completely open' and 'wall apposition at full length' was assessed as 'no'. However, per cl review of the dsa imaging on 2020-jul-27, "the proximal end of the pipeline is now fully opened, compared to baseline." No symptoms or action taken were reported in association with the incomplete opening of the proximal end or lack of wall apposition at treatment. There was no assessment for product/therapy/procedure relatedness made by the investigator, sponsor, or cec. Additional information was received on 2023-nov-15 reporting the site was queried to confirm whether the primary investigator (pi) agreed with the cl rating of 'no' to 'proximal end completely open' and 'wall apposition at full length'. The site updated their response of 'wall apposition achieved' to 'no', with query response, "it was probably due to the artery caliber difference in the cavernous segment and tor tuosity, not a problem with device opening."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported due to tortuous anatomy and difference in vessel caliber the device failed to achieve optimal wall apposition. The device was implanted successfully. It was reported the lack of wall opposition was not due to failure of the device to open. The patient was originally being treated for an aneurysm. Side (hemisphere): right. Location (vessel): internal carotid artery (ica). Specify segment of ica: c4. Location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Aneurysm dome height: 2.6mm. Aneurysm dome width: 2.7mm. Aneurysm neck size: 2mm. Parent artery diameter distal to aneurysm: 3.6mm. Parent artery diameter proximal to aneurysm: 3.9mm. Significant stasis at the end of the procedure.